Event description:
The event is reported as: the top of the pin cutter fell off cutting a rod during hip surgery. No patient injury or intervention reported.

Manufacturer narrative:
Product has been received by manufacturer but investigation report is incomplete at this time. A follow-up investigation report will be sent when completed.